Manufacturer narrative:
Follow-up # 1 date of submission 07/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2014 with the following results:a visual inspection of the pump showed moisture visible in the display and the infrared window. The pump powered on to a blank display; the black box could not be downloaded to review for the call service alarm issue. The alarm issue could not be investigated through testing due to the blank display. The battery compartment was found to be cracked and the pump failed a leak test due to this. The pump cover was opened and internal moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.